Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer removed foil, medications and debris from trays and drawer, reseated row board cable connections to trays and drawer board. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that all half height cubie pockets from drawers 2.1 and 2.2 (main) of the devices are not detected on bus. The user was removing medication when the issue happened, and they managed to get medication for different station. There were no adverse events or injuries reported based on this event.